Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker was in safety mode. At this time the pacemaker remains in service and no adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker was in safety mode. At this time the pacemaker remains in service and no adverse patient effects were reported. No adverse patient effects were reported. Additional information was received that the pacemaker was explanted due to concerns over premature battery depletion after reaching safety mode. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker was in safety mode. At this time the pacemaker remains in service and no adverse patient effects were reported. No adverse patient effects were reported. Additional information was received that the pacemaker was explanted due to concerns over premature battery depletion after reaching safety mode. A new pacemaker was successfully implanted and no additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device was thoroughly inspected and analyzed upon receipt at out post market quality assurance laboratory. Visual examination identified no anomalies. The device could not be interrogated and the battery monitoring voltage was noted to be much lower than expected. The battery was removed from the device and replaced with an external power source. The current drain was confirmed to be normal. Detailed analysis of the battery confirmed it had depleted prematurely; however, the root cause was unable to be determined.